Event description:
A malfunction related to a momentary power loss to the vibrator motor was reported. Blood glucose level remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump and instructed to continue using the device. They were advised to call back if the malfunction recurred, which it did not.

Event description:
A malfunction related to a momentary power loss to the vibrator motor was reported. Blood glucose level remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B5, d9